Event description:
During cardiopulmonary bypass, the air bubble sensor issued a false air bubble alarm. The air bubble detector was replaced and the procedure completed without incident. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.